Event description:
It was reported that a user experienced hyperglycemia after independently announcing meals for the first time, with reports of persistent high glucose later in the day and large urine ketones. A caregiver also reported infusion site adhesion problems that could have contributed to the elevated glucose. Symptoms included high blood glucose with ketones. Outcomes included the need for medical attention in an emergency setting. Investigation included a review of available device data and call follow-up attempts. Investigation of this case revealed no confirmed device malfunction and a suspected infusion site or adhesion issue. It was concluded that the cause of the hyperglycemia was unclear and user or infusion site factors could not be ruled out. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.